Manufacturer narrative:
G5: premarket: updated to k070951. Device evaluated by the manufacturer:the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole detected approximately at the proximal edge of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at unknown pressure. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at unknown pressure. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good.